Manufacturer narrative:
(B)(4). The complaint sample was not returned. The customer provided photos for investigation. Tecomet, the manufacturing site reported " per customer submitted information the ohr for the alleged defective instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, kenosha, wi facility as part of a (B)(4) pc. Lot in april of 2022. It was found that this order was made from the correct materials and components and all approved processes were followed. This instrument has not been returned for review or evaluation, but customer submitted pictures show someone holding an applier and the tips are misaligned therefore we are partially able to validate the complaint. We are unable to determine what caused the tips to be misaligned but mishandling of this device at the end user's facility is suspected. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported that prior to use, the "applier is misaligned". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that prior to use, the "applier is misaligned". No patient involvement.